Manufacturer narrative:
(B)(4). Device manufacture date: 06/10/2015 ¿ 06/11/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred sometime between (B)(6) 2016 to (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had air bubbles inside of its tubing. This occurred after the device was filled with an unspecified solution using a repeater pump, after priming, and before patient use. The reporter stated that after hours of standing, the air bubbles "drew out." The device was not used on a patient. There was no patient involvement. No additional information is available.